Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter, clip delivery system, 2 implanted mitraclips. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip failed to deploy from the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted without issue, reducing the mr to moderate. The third cds was advanced for lateral placement, close to the commissure. The leaflets were successfully grasped with a mean pressure gradient (mpg) of 3.5mmhg and mr reduction of 1+. Deployment steps were started. The actuator knob was turned 8 times counter clockwise, but the clip did not release from the system. Additional counter clockwise turns were made with noted resistance. When the knob was released, the actuator knob turned back clockwise. Several attempts were made to make additional counter clockwise turns. After approximately one hour, it was found that the clip was no longer attached at the leaflets. The decision was made to remove the cds with the clip. While retracting the clip into the steerable guide catheter (sgc), the clip released from the cds, inside the sgc. There was no resistance noted within the sgc, and the clip was successfully removed with the cds. Two clips were implanted, reducing the mr to 3. The patient was confirmed to be stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned and investigated. The reported inability to deploy the clip, the detachment of the clip from the clip delivery system (cds) while remaining on the gripper line and the actuator knob turning clockwise were confirmed. However, the reported detachment of the clip from the leaflets and physical resistance with the actuator knob was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to deploy the clip could not be determined. The subsequent manipulation of the device, during attempts to deploy the clip, resulted in the reported detachment of the clip from the leaflets, the physical resistance while turning the actuator knob, the actuator knob turning back clockwise and detachment of the clip from the cds inside of the steerable guide catheter (sgc) while remaining on the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The sgc referenced in the initial 30-day medwatch report is filed under MFR report # 2024168-2017-08500.